Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at the cap at 50,000 joules. The cap was subsequently retrieved and no patient injury was reported. The device was returned for evaluation. A failure analysis report is pending.